Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that while operating, there was a bright orange glow at the edge of the jaw, it then started to smoke.

Manufacturer narrative:
Investigation: used test and analysis equipment: digital-camera "(B)(4)" first we made a visible inspection of the jaw. Except the blood soiling and the charring we found no further abnormities. Then we checked the mechanical function. The clamping function worked well, the cutting function didn´t work because of dried blood and tissue in the jaw. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: the most probably root cause in cases like this is not properly cleaning during surgery, respectively cleaning with saline solution, so that carbonized residues of blood or tissue in common with salt initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by wrong handling during cleaning the electrodes. A damage during rf- generator failures can be excluded. Corrective action: a CAPA for improvement and a better durability was started (B)(4).